Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the purewick female external catheter were not the same as before. Patient stated that for the past few months the purewick female external catheter were causing pain and discomfort. Patient stated that patient skin was being suctioned through the mesh causing leaks and pain. The patient had been using this product for more than 90 days. No medical intervention was reported.

Event description:
It was reported that the purewick female external catheter were not the same as before. Patient stated that for the past few months the purewick female external catheter were causing pain and discomfort. Patient stated that patient skin was being suctioned through the mesh causing leaks and pain. The patient had been using this product for more than 90 days. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate component (pump) selection inadequate system design/ inadequate component (pump and relief valve) selection¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.